Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/11/2020. Additional information: it was received for analysis an empty labeled winding former, a detached needle and a suture of product code 8522h, lot kap340. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. The edge of the barrel hole could be observed with marks due to use of a surgical instrument and a suture piece was noted still attached to needle. The end of the suture was noted cut appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling. A manufacturing record evaluation was performed for the finished device batch kap340 number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular procedure on (B)(6) 2020 and suture was used. The suture was broken near the swage part during interrupted suturing. Further details are not provided. There were no adverse consequences to the patient.